Event description:
The device was returned for touchscreen input failure. The device touchscreen did not function during testing and would not accept touch commands. An internal investigation was performed and no physical damage was identified. The touch input cable was seated correctly and reseating it did not restore screen function.

Event description:
The following has been reported: biomed reported: pump had repeated cassette alarm and now the screen won't respond at all. Prior to go live so no patient involvment, out of box failure. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a